Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a sterile gauze was wrapped around the catheter and clamped with a green kelly clamp 4.5cm below the connector junction tubing. The clamp was removed to attempt to draw labs and a small amount of blood was noticed on the sterile gauze. A crack was also noticed at the connector junction to the tubing. The uvc was discontinued per md order.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. One used catheter was received at the manufacturing site for the investigation. The sample arrived inside of a plastic bag. A visual evaluation presented signs of use (blood) and an irregular cut on the connector of the catheter. The reported issue was confirmed. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. Due to the appearance of the catheter received and all available information the most probable root cause can be considered as user misuse. It is possible that the catheter was damaged by excessive force during use, resulting in a catheter break. In addition, the catheter was in use for an undetermined amount of time without issues, which implies the product was likely damaged due to an inappropriate manipulation by the user. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.